Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch tripped for the right atrial (ra) lead due to high out of range impedance measurements. The ra lead also exhibited poor sensing and intermittent capture issues. A fracture was suspected. The physician felt that the patient was not a candidate for a revision procedure; subsequently the lead was electrically abandoned by programming the device vvi 55. No adverse patient effects were reported.